Event description:
A customer reported via email a high reading issue with the adc device. The customer reported high sensor readings, and self-treated with insulin (dose/type unknown). The customer subsequently became hypoglycemic with fatigue, and reported a blood glucose of 4.1 mmol/l obtained from unspecified device. The customer was treated with oral glucose tablets by family. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.